Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 to (B)(6) 2019. The customer's blood glucose was 300 mg/dl to 400 mg/dl. The insulin pump had physical damage. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose with insulin pen. Based on customer report customer did not allege pump was under delivering. The customer stated that the drive support cap was normal. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.